Manufacturer narrative:
The field service engineer discovered the gear pump pressure needed adjustment. He increased the gear pump pressure. The customer did not have any further issues after adjustment. The investigation determined the field service actions resolved the issue. Updated h3.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and quality control on (B)(6) 2020 was acceptable. The field service engineer checked the water quality and confirmed that it is acceptable. Also, he checked the pipetting system and the gear pump and both are working fine. The investigation is ongoing.

Event description:
The initial reporter questioned high mg2 magnesium gen.2 results on a cobas 8000 c 702 module. The customer provided questioned results for three patients. On (B)(6) 2020, patient 1 had an initial mg result of 3.07 mg/dl with a repeat result of 2.18 mg/dl. On (B)(6) 2020, patient 2 had an initial mg result of 3.07 mg/dl with repeated results of 2.11 mg/dl. Customer repeated testing on patient 2 on (B)(6) 2020 and mg resulted as 2.23 mg/dl. Patient 2 is a (B)(6) year old female. On (B)(6) 2020, patient 3 had an initial mg result of 3.72 mg/dl with a repeat result of 2.28 mg/dl. The questioned high results were not reported outside the laboratory. Mg reagent lot number for testing was 450255 but the expiration date was requested but not provided.